Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that air was observed in the patient line of a homechoice automated set with cassette. This occurred during the initial drain cycle of peritoneal dialysis therapy using a homechoice device. The technical services representative advised the patient to start therapy over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.